Event description:
It was reported that the pump wake button was difficult to operate. Customer depressed the button more firmly and button operated as expected. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.